Event description:
It was reported that an audible alarm was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, the top case was cracked and chipped by the front left and right bottom corners. Cracked right plunger case and missing battery pack were also present. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as preventive measure and upgraded the software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000 . D5: correction: operator of the device: other . E4: correction: customer reported to FDA: no information.